Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that there was no flow to the pads. Flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique and restarted therapy in an arctic sun device. Flow rate (fr) was started at 0.4lpm. Guided to diagnostics showed that the system hours were 5176, pump hours were 4410, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 11 percentage, flow rate (fr) was 0lpm. Discussed options test pads on another device but they have none in the hospital, put device in manual control and test each pad, or change the set of pads. They are removing this patient, but they have another patient coming in who needs to use the device and opted to place new pads on the new patient and see if they flow. If not, they will send device to biomed. Discussed potential for pads to be damaged in CT, but believed patient went to CT before pads were placed. Advised pads should be sent in for investigation and did forget to obtain the lot number on the pads. Per follow up information received via task on 12mar2026, spoke with nurse who stated pads were exchanged and either the bd representative or a supply representative removed the pads from the unit. They did not have a contact name. The pads looked large but did not confirm the size of the pad because did not originally place them on the patient. The device remained in service to be used on another patient.